Event description:
Customer reported that screen response was diminished, requiring repeated information entry. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional actions were taken by technical support.